Manufacturer narrative:
The complaint sample was received for evaluation, however the evaluation has not yet been completed. Once the investigation is complete, a follow-up medwatch 3500a emdr will be submitted. Event notification was received 10-may-2019 which did not meet reportability requirements at the time with the information available. However, the device was received 30-may-2019 which contained a fracture and hence met the reporting requirements, however this fracture was not observed until 01-jul-2019, upon closer examination of the complaint sample. Complaint information received from distributor, depuy orthopaedics, and foreign as the event occurred in (B)(6).

Event description:
It was reported during an unknown patient procedure that the inside handle is bent and cannot rotate. No adverse events nor patient consequence were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was received incomplete at viant for evaluation and the reported event was confirmed. The chain assembly was broken at the cardan joint nearest the blue knob. The short pins that were welded to the fork closest to the blue knob were fractured away from the fork and one (1) of the pins was not received with the complaint sample. The other pin was fractured away from the fork at the weld but still assembled in the fork and block. The fork nearest the blue knob was also bent outward. The block component showed deformation. The long pin was still welded to the fork furthest from the blue knob. The long pin is intended to be assembled to the fork nearest the blue knob and welded, however it was not assembled in this manner on this complaint sample. This incorrect assembly may have contributed to the observed breakage. Furthermore, all four (4) of the pin/fork welds on the cardan joint nearest the threaded end were fractured, however no forks were bent and the joint functioned as intended and appeared to be assembled correctly. It was also observed that the weld adjoining the ratchet housing and offset cup impactor (oci) body was partially fractured. There were some deformities on the ratchet housing and trigger plate that are not consistent with intended use and may have contributed to the fracture. Other observations: there were signs of wear in the form of scratches, nicks and gouges observed throughout the complaint sample; the weld adjoining the oci body and the metal handle was fractured all around. Also, the oci body had hairline fractures on each side, where the two (2) long latch plate pins come up to hold the large chain assembly pins in place. There were some gouges on the metal handle which are not consistent with intended use and contributed to the aforementioned fractures; there was adhesive on the body of the oci which is not intended; the returned complaint sample was etched per applicable drawings. The applicable production records were reviewed. No discrepancies were discovered. This complaint sample had experienced approximately 3.35 years of use. It is unknown as to how many surgical procedures (cycles) this complaint sample had gone through throughout its life in the field. In conclusion, the reported event is confirmed as the chain assembly was broken at the cardan joint nearest the blue knob. The broken cardan joint was assembled incorrectly, which may have contributed to the breakage. Additionally, the oci body is slightly fractured and the weld adjoining the oci body and metal handle is fractured all around. Also, the ratchet housing/oci body weld is partially fractured. There were signs of wear and unintended use observed throughout the complaint sample that contributed to the fractures. No further investigation with regard to this complaint is required.